Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. The healthcare professional (hcp) provided the product serial but no further information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure experienced issues such as artifacts (included light diffusion, spider webs, halos and focus not correct). The consumer was a pilot and wanted to be able to fly again. Additional information has been requested and received stating that the patient had the surgery almost two years ago. Vision was never seemed right and was extremely nearsighted going into the surgery. The patient was given with options and opted for the company lens. The patient had nothing but problems with vision since and sees shadows, had trouble with electronics, which was patient profession as a software developer. The patient was a recreational pilot and felt unsafe flying because of the extreme artifacts that cause glare, halos, and spiderwebs around lights making them appear much larger. The patient did not proceed with the fellow eye because did not know if this same company lens should have to put in or go with a traditional lens. The patient had seen surgeon and had a second opinion. The patient was not getting definitive answers as to what he was experiencing, if it was normal or not. The surgeon said to have the other eye done so the eyes will work together but the patient was afraid to. The patient can only focus at about 12 inches with this eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).